Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 26. Details of surgery: immediate extraction site. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.